Event description:
A customer reported that the screen on their insulin pump was broken and the touchscreen was not functioning. There was no adverse impact to the customer's blood glucose level as there is no information available regarding any blood glucose impact. The customer is expected to return the faulty device, and a replacement pump with a new serial number has been arranged to be sent to them.